Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus china. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena (no image, startup failure, and all indicators lighting up) could not be conclusively determined. However, based upon the information from olympus china, omsc surmised that the no image was attributed to the failure of the video connector socket, but not conclusively determine the exact cause of the video connector socket failure. In addition, it was surmised that the startup failure and all indicators lighting up were attributed to the failure of the printed circuit board (dx board), but the exact cause of the printed circuit board failure could not be conclusively determined. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection of the subject device after an unspecified procedure using the subject device in combination with the light source clv-s40pro, it was found that the video connector socket of the subject device had bad contact and the endoscopic image of the subject device on the monitor became blackout occasionally. The user completed the intended procedure using the subject device without more than fifteen minutes extension. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the reported phenomenon was not duplicated, and also found that the subject device could not start up due to the failure of the printed circuit board and all indicators on the front panel lit up due to the failure of the printed circuit board. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.